Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm maverick balloon catheter was selected for use. However, during procedure the shaft fractured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 121.9cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The outer shaft was stretched down 14.4cm starting at the midshaft bond. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm maverick balloon catheter was selected for use. However, during procedure the shaft fractured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.